Event description:
A (B)(6) male patient's spouse called zoll customer support to report that his charger wasn't responding to touch correctly. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger will not respond) has been confirmed. Upon investigation the charger was unable to charge a battery pack. The cause for the failure was isolated to contamination on the battery board and bedside board. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the contamination. The patient received a replacement battery charger/modem.